Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left total knee arthroplasty in 2006. Subsequently, patient was admitted to the hospital for revision of left total knee, secondary to pain in joint due to oversized components.